Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to a shock impedance measurement of zero ohms. It was noted that there was a potential source of electromagnetic interference (emi) which may have caused an erroneous shock impedance measurement; however, this could not be confirmed. There were no stored episodes of noise. The hcp would continue to monitor the patient. No adverse patient effects were reported. The lead remains in service.